Event description:
Attorney advised pt experiencing persistent, incapacitating back pain that was not responding to nonoperative mgmt, underwent a procedure for l5-s1 ddd consisting of l5-s1 anterior diskectomy, l5-s1 anterior lumbar interbody fusion. Post operatively, pt felt a pop. X-rays taken show broken s1 screws. Pt was revised.

Manufacturer narrative:
Synthes is unable to determine the MFR site or the MFR date without a lot #. No investigation could be performed, no conclusion could be drawn as no device was returned.